Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a pin hole in a 250ml intravia container which resulted in a fluid leak. This issue was further described as, ¿a slow leak appeared to seep from under the product label¿. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection revealed a pinhole in the bag. Under water functional testing was performed, and a leak was observed from the hole. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.